Event description:
It was reported a 11f, 12cm sheath fast cath hemostasis introducer was selected for use during an electrophysiology procedure. Difficulties were encountered when the physician tried to insert the echocable in the introducer sheath. The cable would not advance as it had become stuck in the sheath. The cable was removed and a guidewire was inserted successfully. The dilator was inserted into the sheath but would not advance. The physician removed the dilator and introducer as a unit, but only half of the introducer came out. The pt underwent surgery for removal of the remaining portion of the introducer from the vein.